Event description:
It was reported that this right ventricular (rv) lead was capped due to noise. A new lead was implanted and no additional adverse patient effects were reported. This product remains implanted but electrically deactivated.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Please refer to b5 describe event or problem for more information regarding the specific circumstances of this event.